Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that after the first firing of the ems instrument, it did not leave any more staples out of the instrument. Another instrument was used to complete the case. There was no consequence to the pt.